Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire patient experienced a hemorrhagic transformation. Head computer tomography (CT) without contrast was clinically significant on (B)(6) 2024. The patient did not recover/resolve. Traction bleeding could not be ruled out. A few high-density lesions in the left middle cerebral artery supply area are partially increased and partly decreased. Some contrast exudation and partial hemorrhage are considered. Patient details: mrs score 0, nihss score available: 19. The event was assessed as possibly related to the procedure. Hemorrhage post procedure complication minor injury/ illness / impairment no problem detected device not returned no findings available hemorrhage/blood loss/bleeding adverse event without identified device or use problem general_post-procedural complication stent

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported final mtici 3. Traction bleeding cannot be ruled out. And causality assessment provided as: possible related to procedure / probable related to underlying condition or disease. The patient¿s death on 2024-02-24 was reported.

Event description:
Additional information received reported that the death of the subject was not related to instruments or surgery. Considering the patient¿s advanced age, potential disease condition, and potential physical condition, death may be related to the studied disease and potential disease. The patient's initial treatment was a thrombectomy of the left middle cerebral artery and the left anterior cerebral artery. This failed to reconnect several times, and intimal injury was considered. Head CT during the procedure showed the possible intimal damage and contrast exudate. Four solitaire stent retrievers had been used in the procedure, and there were no device deficiencies. No additional treatment or hospitalization was performed, and the event recovered/resolved on (B)(6) 2024. This was not a new or recurrent stroke. The patient's mrs score was 0, and their nihss score was 19. The site assessed the event as not related to the device or the disease under study and possibly related to the procedure an underlying condition. It was believed to be related to the procedure as the patient had undergone multiple thrombectomy procedures, which can lead to intimal damage. Ancillary devices include catalyst 5f and shenruida aspiration catheters.

Manufacturer narrative:
Upon further review, the report of the patient death were previously reported in manufacturer reports # 2029214-2024-00717, 2029214- 2024-00718, and 2029214-2024-00719. A2: patient¿s year of birth was 1941, but the exact date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.